Event description:
An alarm was reported by the caller due to an occlusion event that occurred earlier in the day. The customer¿s blood glucose level was measured at 18.7 mg/dl, which did not indicate any adverse impact. To resolve the issue, the customer changed the soft cannula infusion set and cartridge, then resumed insulin therapy. No frequent or recurring occlusion issues were reported, so additional assistance was deemed unnecessary, and the case was closed by cts.